Event description:
Facility reported that the bvm had recurrent alarms 1 hour into treatment. Qb initially at 400 with high arterial pressure and qb dropped down to 200 with arterial pressure still 260 or more. The blood line circuit was checked and nothing out of the ordinary was found. A new arterial needle was put in with the same problem ongoing. At this time, the cuvette was noted to have the tubing kinked just below it. The diagnostic messages were recurrent arterial pressure alarms. The machine alarmed appropriately. The bloodline below the curvette had to be supported with tape to keep it patent, otherwise it would kink off. Reportedly, there was no ill effect to the pt and they remained in stable condition throughout the dialysis treatment. The sample is not available for eval.